Manufacturer narrative:
Patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a posterior lumbar interbody fusion at levels l4-l5, while the surgeon was placing a screw and fighting the muscle to keep his angle, the tip of the matrix long holding sleeve broke off. It was reported that it looked like the driver was slowly disengaging form the screw head as the surgeon inserted the screw because of the muscle tension on the shaft. The broken tip remained attached to the shaft, so there were no fragments generated or retained in the patient. Another instrument was immediately available and there was no surgical delay. There was no patient harm reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: it was reported that during a posterior lumbar interbody fusion at l4-l5, while the surgeon was placing a screw and fighting the muscle to keep his angle, the tip of the matrix long holding sleeve broke off. It looked like the driver was slowly disengaging form the screw head as he inserted the screw because of the muscle tension on the shaft. The returned retaining sleeve (part 03.632.036 / lot 6746388) is one of six holding sleeves offered in the matrix spine deformity, degenerative, and mis instrumentation technique guides. The holding sleeves are used to select the desired pedicle screws and assist in the proper insertion of the screws into bone. The returned sleeve was received with minor superficial scratches indicative of less than five years of use, but a portion of the distal threaded region was broken off. The returned retaining sleeve was manufactured in december, 2011. The associated drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The device history record review showed that no issues were observed during the manufacture of the device. A design change was launched to address performance issues with the tips of retaining sleeves. As of (B)(6) 2011, the design change was implemented to change the tip dimensions and material of composition in order to reduce the occurrences of the tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter and the material of the outer sleeve changed from radel plastic to anodized titanium. The returned instrument was manufactured after the changes were applied. The complaint description stated that during the subject surgery the surgeon was battling with the forces introduced by the patient¿s muscle in an attempt to maintain the correct angle for pedicle screw insertion. Based on the improved sleeve tip design and the complaint description, it is most likely that the complaint condition is not due to a manufacturing issue, but was rather caused by the tip of the sleeve being exposed to excess off-axis loading due to the patient¿s muscle forces. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.